Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the infusion set fell off during insertion and resulted with air and bubbles within the tube. The issue was resolved. There was patient involvement, no injury was reported.